Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specifications. No unexpected weak battery alarms noted. Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that during soccer game, insulin pump was kept in a cooler. Customer's blood glucose was 400 mg/dl. Customer attempted to troubleshoot by removing batteries, and screen began to scroll. Customer was advised that insulin pump would need to be replaced.